Event description:
This report is being filed after the subsequent review of the following journal article ¿open reduction and internal fixation of displaced clavicle fractures in adolescents.¿ bittersohl, bernd., bomar, james., hosalkar, harish., parikh, gaurav. (2012). A retrospective study was performed between january 2009 to july 2010 on 19 adolescent patients with displaced unilateral clavicle fractures. There were 13 males and 6 females in this study whose age range was between 13 years to 19 years. The purpose of this study was to analyze the potential of open reduction and internal fixation for displaced mid-shaft clavicle fractures in cases of adolescent patients. In all cases, surgical treatment was performed using a standard positioning and similar surgical technique on a jackson radiolucent flat table for optimal intra-operative radiographic assessment with the patient in the supine position and a bump between the scapulae for optimal positioning and intraoperative fracture reduction. A synthes (lcp superior anterior clavicle plate, (B)(4)) clavicular plate was utilized for fixation in all cases. All 19 patients were completely painfree and enjoying full function with return to pre-injury athletics at the final follow- up. Clinical union was complete in all cases at six weeks and all cases proved complete radiological union at the 3-month follow- up. One patient complained of implant prominence and occasional symptoms of discomfort at the 15 month follow-up and opted for implant removal. This was successfully performed with uneventful full recovery. All patients were fully satisfied with their choice for surgical intervention and had no concerns with scar formation or cosmesis. This report is for an unknown lcp superior anterior clavicle plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. Bittersohl, bernd., bomar, james., hosalkar, harish., parikh, gaurav. (2012) open reduction and internal fixation of displaced clavicle, orthopedic reviews, 3:e1, pp: 1-4 this report is for an unknown lcp superior anterior clavicle plate. Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.